Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 130 compared to the lab's 203mg/dl. Tests were done 10 minutes apart. No further info has been reported.